Manufacturer narrative:
(B)(4). Date sent: 6/08/2026. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide the account/facility name. 2. Was the device locked on tissue with the jaws closed? 3. If yes, what steps were taken to open the jaws. 4. If the jaws could not be opened, how was the device removed. 5. Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic surgical lobes procedure, it was observed that it was not possible to open the jaws on the device after the gun was fired. They had to replace the gun with another gun and staple cartridge for further surgery. There was no patient consequence nor surgical delay reported. No additional information provided.